Event description:
A report was received regarding an orif of the wrist. During the procedure, the surgeon attempted to back the locking screw out of the plate in order to re-position the plate. It was reported that the locking screw and the head stripped out. The surgeon was unable to remove the screw and it remains implanted. The surgeon reported that it took more force than usual to get the screw to start threading into the bone.

Manufacturer narrative:
Device was used for treatment, not diagnosis. An investigation and device history records review could not be completed and no conclusion could be drawn as no part number was provided and the device was not returned.